Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. An individual trend review will not be completed for this complaint. There was no patient/user/other person's injury reported. This MDR is being submitted as part of baxter (B)(4). (B)(4).

Event description:
This is a case report received by baxter (B)(4) from the distributor. It was reported that the customer detected a hole/crack of one aqualine set. No impact to the patient reported.